Event description:
Boston scientific crm received information that this device, implanted in (B)(6) 2005, triggered an end-of-life battery status in (B)(6) 2009. The device was recently interrogated and a message was displayed on the programmer that indicated a change in the device's tachycardia mode to "storage mode" due to battery status. The local representative asked about the device's therapy capabilities. The local representative informed technical services that the monitoring voltage was 2.18 volts associated with a charge time of 32 seconds. Technical services explained that no shock or pacing therapies would be available if the battery status indicator changed to storage mode. Because of the patient's current health status, the device may not be explanted and replaced.

Manufacturer narrative:
The available information suggests that the device remains implanted at this time. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.